Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the image blackout was due to the water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope experienced an image blackout. No patients were involved.